Manufacturer narrative:
The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking out at the plunger end of the cartridge.

Event description:
The reporter reported that from (B)(6), 2011 the pt observed air bubbles in the 'back end' of the insulin cartridge, and she obtained elevated blood glucose readings ranging from 250 mg/dl to 365 mg/dl. The pt did not observe any leaks from the cartridge. During this time period the pt experienced no symptoms of high or low blood glucose levels, and she did not seek any medical attention. There was no adverse event associated with this issue.